Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The catalytic converter ¿cap¿ was found to be cracked at the base of the threads causing the out-gassing and also causing some oil leakage. The fse cleaned up the unit, replaced the catalytic converter cap with a new one and then confirmed there was no ¿haze¿ coming from the sterrad® unit. Unit meets specifications and was returned to service. Asp complaint ref # (B)(4).

Event description:
A customer reported an event of "haze¿ emitting from their sterrad® nx sterilizer. The customer was advised to unplug the unit and evacuate the area until safe to return or follow their facility policies. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a .

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the haze issue is likely due to the catalytic converter cap. The field service engineer cleaned the catalytic converter and the cap was replaced and the fse confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).